Event description:
It was reported that the health care professional (hcp) requested review for right ventricular (rv) and left ventricular (lv) lead capture. Boston scientific technical services (ts) indicated that appears there is capture as qrs on shock channel corresponding to each biv paced beat. Nonetheless, boston scientific technical services (ts) was not certain if right atrial (ra) lead was capturing or there is some latency. This right atrial (ra) lead remains in service. No adverse patient effects were reported.